Event description:
Info received that the stretcher brakes were not holding. No injury reported.

Manufacturer narrative:
Technician found the stretcher in maintenance area. Brakes were not holding ¿ caster brakes were out of adjustment adjusted brakes on all four casters to resolve this issue.